Manufacturer narrative:
The pump was received with detached end cap. The displacement, rewind, basic occlusion, occlusion, prime anomaly and excessive no delivery test, operating currents, self-test, unexpected restart error test and off no power test, were unable to be conducted due to detached end cap. The pump was received with minor scratched lcd window, with loose drive support disk, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with prime rewind. The customer states insulin is squirting out. The customer's blood glucose level at the time of incident was 134mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.